Event description:
During a follow-up, the longevity estimation decreased unexpectedly on the device. No intervention has been performed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
A software investigation was performed by reviewing session records and data logs provided from the customer. Based on the information provided, it was determined that the battery voltage trend data was appropriate. It was determined that the calculation was a result of the lower-than-nominal, but still acceptable, battery voltage. The aveir programmer software correctly computed the leadless pacemaker's longevity estimate and remaining capacity to rrt based on algorithm¿s design and the values for the available input parameters.